Event description:
The customer called in regarding unexplained hbg's. Troubleshooting was done and the customer was instructed to change the infusion set. During the set change the customer discovered a leak at the luer connection. Sent packing to return product, but it has not yet been received.